Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer went to hospital due to low blood glucose level on an unknown date. Customer¿s blood glucose level was low. Customer stated that the insulin pump had critical pump error alarm and open book image on screen. Customer stated that the insulin pump did not receive any alarms before the open book image was displayed on the screen. The device will not be returned for analysis.